Event description:
Affiliate reported that after implant, the device could not be detected. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation, a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: several kinks along catheter body. Catheter severely mashed, twisted crimped 18.3cms from tip sensor case. Sensor could not be balanced. No reading on wires in connector. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered to be closed.